Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual inspection identified a brown particle in the tube. The particulate material was caused by the degradation of the raw material at die point during the extrusion process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a solution set had particulate matter within the set. This was found as the set was being inserted into a vial. There was no patient involvement. No additional information is available.